Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The reported issue was attributed to defective solenoid manifold. As a resolution, the defective component was replaced.

Event description:
It is reported to vyaire medical that ltv 1150 unit experienced an inconsistent pressure fluctuation. At this time, there is no information regarding patient involvement associated with the reported event.